Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was in the hospital did not give any specifics on what it was in regards to. The representative would callback on monday; (B)(6) as patient would be sleeping tomorrow. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.